Event description:
Per independent repair center statement, the unit will not start. The key failure is the power switch for the control panel is defective. Additional malfunction is the tie wraps for the product tank and beds are loose.